Manufacturer narrative:
Atrial noise was reported again on (B)(6) 2019. Lead remains implanted. 16-nov-2020 - this lead was explanted (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Apparent atrial lead noise noted. Lead evaluation recommended. No adverse patient events were reported. Should additional information become available, this file will be updated. Lead remains implanted.

Manufacturer narrative:
Atrial noise was reported again on (B)(6) 2019. Lead remains implanted. (B)(6) 2020 - this lead was explanted (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual analysis showed multiple abrasion marks along the lead. In particular, directly proximal to the proximal atrial ring electrode, the insulation was found damaged, which is assumed to be the root cause of the reported atrial oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed that the insulation was found rubbed through 18cm distal to the df-1 connector pin. This damage however is not assumed to be the root cause for the reported atrial oversensing. The abrasion was consistent with exposure to constant friction against the generator housing. Damages such as fractured conductor cables leading to the distal and proximal ring electrodes, and a deformed rv shock coil, most likely resulted from the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Atrial noise was reported again on (B)(6) 2019. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.